Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to troubleshoot the device. The customer was unable to confirm the model and serial numbers of the 190 series scopes utilized. The customer powered down the light source and connected a different scope without any errors. Tac instructed the customer to power down the light source between the two scopes. Tac mentioned that the error could be present if the unit was not shut down. Tac advised the customer to find the two original scopes and clean the connectors before re-attempting. Tac provided case numbers and asked the customer to call back after attempting to connect the original scopes. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display a b30 error with multiple series scopes. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 9 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.